Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the functional test failure. There was reportedly no patient involvement. The rse evaluated the device remotely. It was determined that the customer was making an error while running the functional test, the rse provided the instructions to the customer. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem the functional test performance. The reported problem was not confirmed. The device produced a self-test alert / notification. The specific type of self-test alert / notification was not reported. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse provided the instruction on how to perform the operation test to solve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.